Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery date or what was removed and replaced during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from operative report noted patient underwent a revision procedure on (B)(6) 2012 due to a reactive mass to metal on metal debris. Operative report further noted the acetabular cup was malpositioned with significant anteversion and verticality. The modular head and acetabular cup were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery date or what was removed and replaced during the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05630 & 05631).